Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump either froze or the buttons were not working. Customer removed the battery and reinserted it, the device alarmed battery out limit and is unable to clear the alarm. Customer's blood glucose was 209 mg/dl. Troubleshooting for keypad anomaly was performed. Customer does not recall any event which may lead to the keypad anomaly. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the device prior to the alarm occurring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.